Event description:
Customer called the manufacturer stating that the device always reads in the 70's mg/dl. Upon troubleshooting the device, it was discovered that the 100's digit was missing from the display. No injuries reported. Requested return of suspect device and replacement was sent.